Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Corrected information: conclusion code 92 no longer applicable.

Event description:
Additional information received reported that the pump was explanted (B)(6) 2016. The patient recovered without sequela. A dye study was done and the catheter was patent.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (15 mg/ml), baclofen 440 (mcg/ml), and bupivacaine hcl (20 mg/ml) via an implantable pump for spinal pain. The patient is (B)(6) pounds and the pump flips if he lays down, so he needs to be filled sitting up. At a refill on (B)(6) 2016, the expected reservoir volume (erv) was 10.8 ml and the actual reservoir volume (arv) removed was 0 ml. It was unknown if this event could be related to a pocket fill. Although it was initially reported that the patient did not have symptoms of overdose in refill cycles or symptoms of underdose when it came close to the refill date, later information clarified that it was noted that the patient had withdrawal symptoms. On (B)(6) 2016 at the refill the erv was 25.2 ml and the arv removed was 6 ml. On (B)(6) 2016 there was a volume discrepancy in which the arv was less than the erv. After checking previous print offs it was known that this was not the result of a programming error. The arv was 0, and the erv was 10. Overinfusion was alleged. The cause was unknown. The patient would be scheduled for a possible catheter or pump revision, but the date had not been scheduled yet.

Manufacturer narrative:
Analysis of the pump found overinfusion of an undetermined root cause. Eval code - conclusion code is being updated for this event. Eval code- result code no longer applies. (B)(4) is also applicable to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.